Manufacturer narrative:
H4: the lot was manufactured between november 07, 2023, and november 08, 2023. H11: the actual device was received for evaluation. Visual inspection was performed and observed leakage from the administration spike port bonding area. Functional testing was performed, and it was noted that there was leakage from the administration spike port 2 bonding area. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the top. The leak was detected during labeling prior to patient use. It contained ropivacaine in sodium chloride. There was no patient involvement. No additional information is available.